Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported the disposable exhibited the tubing came apart. Med 5fu. Powered pump off. IV line clamped by port and near pump. No adverse patient effects were reported by the customer. Residual volume 10.8. Rate 0.6 given 89.2. No adverse patient effects were reported by the customer.